Manufacturer narrative:
E1 - event site name - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) screen was flickering and wobbly. There was no patient involvement and no harm is reported.